Event description:
Boston scientific received information this patient presented the the hospital with pocket muscle stimulation. Non capture on this right atrial (ra) lead was observed, and an x-ray determined that the lead had dislodged due to twiddler's syndrome. The lead was explanted and the pacemaker was re-implanted with new leads on the right side of the body. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.